Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The 99% in-stent stenosed lesion being treated was located in the calcified, severely tortuous left circumflex (lcx) artery. The previously deployed stent was an unk size taxus express2 drug eluting stent. During the procedure, the imaging catheter was not able to be pulled back. The imaging catheter and the sled were reconnected several times, but the trouble would not solve. It is unk how the in-stent restenosis was treated. Pt status is reported as "stable". Add'l info was requested, but not provided.